Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis occurred. The subject was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. Target lesion was in the left proximal superficial femoral artery (sfa) extending to mid sfa with 100% stenosis and was 190 mm long with a proximal reference vessel diameter of 5.5 mm and distal vessel diameter of 5.2 mm and was classified as tasc ii c lesion. The target lesion was treated with pre-dilatation and placement of two 6 mm x 150 mm and 6 mm x 100 mm study stents respectively. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2016, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2020, the subject visited the hospital as an outpatient and subsequently vascular ultrasound of both lower extremity arteries was performed which revealed a right limb: stenosis in iliac area; mild stenosis was noted in common femoral artery (cfa) and sfa to popliteal artery. The left limb was moderate to severe stenosis in cia; moderate stenosis in cfa; occlusion of stent noted from proximal to distal sfa. Based upon above findings, no action was taken at that point of time and the subject was scheduled for endovascular treatment on (B)(6) 2020. On (B)(6) 2020, the subject was hospitalized for scheduled treatment. On the same day, 1162 days post procedure, 100% in stent occlusion noted in left sfa was treated by performing percutaneous intervention where the target lesion was initially predilated with a 4.0 x 150 mm non-bsc study stent followed by additional dilation with a 5.0 x 150 mm non-bsc study stent. Post dilatation, the poor site of dilation in the stent was treated by performing hyperbaric dilation added with a 5.0 x 20 mm cutting balloon. Finally, long time dilation was performed twice with a 6.0 x 150 mm non-bsc drug coated balloon with 0% residual stenosis (tvr). On (B)(6) 2020, the event was considered resolved and the subject was discharged on the same day. No further information is available at this point of time.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis occurred. The subject was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. Target lesion was in the left proximal superficial femoral artery (sfa) extending to mid sfa with 100% stenosis and was 190 mm long with a proximal reference vessel diameter of 5.5 mm and distal vessel diameter of 5.2 mm and was classified as tasc ii c lesion. The target lesion was treated with pre-dilatation and placement of two 6 mm x 150 mm and 6 mm x 100 mm study stents respectively. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2016, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2020, the subject visited the hospital as an outpatient and subsequently vascular ultrasound of both lower extremity arteries was performed which revealed a right limb: stenosis in iliac area; mild stenosis was noted in common femoral artery (cfa) and sfa to popliteal artery. The left limb was moderate to severe stenosis in cia; moderate stenosis in cfa; occlusion of stent noted from proximal to distal sfa. Based upon above findings, no action was taken at that point of time and the subject was scheduled for endovascular treatment on (B)(6) 2020. On (B)(6) 2020, the subject was hospitalized for scheduled treatment. On the same day, 1162 days post procedure, 100% in stent occlusion noted in left sfa was treated by performing percutaneous intervention where the target lesion was initially predilated with a 4.0 x 150 mm non-bsc study stent followed by additional dilation with a 5.0 x 150 mm non-bsc study stent. Post dilatation, the poor site of dilation in the stent was treated by performing hyperbaric dilation added with a 5.0 x 20 mm cutting balloon. Finally, long time dilation was performed twice with a 6.0 x 150 mm non-bsc drug coated balloon with 0% residual stenosis (tvr). On (B)(6) 2020, the event was considered resolved and the subject was discharged on the same day. No further information is available at this point of time. It was further reported that study stent was not deployed in the distal sfa, however, 6 x 150 mm study stent was distal to the 6 x 100 mm study stent.(of note site was queried if distal sfa was also stented during index procedure and site confirmed). Post dilatation, the poor site of dilation in the stent was treated by performing hyperballic dilation added with a 5.0 x 20 mm cutting balloon. The residual stenosis was 30%. (Of note the site has been was queried for final percentage residual stenosis of residual stenosis and the information procured from the site was not evident to confirm the final residual percentage). On (B)(6) 2020, it was noted grade 0 thrombus, absence of aneurysm and presence of isr stenosis pattern 4 in follow up core angiography. It was noted no stent deformation or stent fracture.